Event description:
Allegedly, during a lap band removal, the doctor used the 33310c to remove the lap band; when he met with resistance due to adhesion, he had to use more force to remove which resulted in breakage of one jaw which fell into patient. It was retrieved and procedure completed with no impact on patient. The doctor stated the retrieval added 90 minutes to the procedure completed with no impact on patient. The doctor stated the retrieval added 90 minutes to the procedure. Ref MFR number: 9610617-2013-00030.